Event description:
It was reported that the patient presented to the emergency department with a driveline power fault alarm. The log files noted driveline power fault and controller fault alarms on (B)(6) 2023 starting at 5:10 pm. There were also a few power line issues noted on (B)(6) 2023. The system controller and modular cable were replaced, and the alarms resolved.

Manufacturer narrative:
Related MFR # 2916596-2023-02749 covers the controller fault alarms/power line issues. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: there were incidental findings of severed wires in the modular cable. The reported event of the patient experiencing driveline power faults was confirmed via analysis of the submitted log file and visual analysis of the returned product. The heartmate 3 vad modular cable was returned and evaluated at abbott and a log file was downloaded from the returned controller. The downloaded controller event log file from the returned system controller and the submitted log file contained combined overlapping data spanning approximately 10.5 days ((B)(6) 2023). The log file captured controller internal faults coincident with an ocp_a_open fault flag as well as a driveline power fault coincident with an ocp_a_open fault and pwr_a_broken fault flags active beginning on (B)(6) 2023 to the last event of the log files. The ocp_a_open fault flag is consistent with fuse a being electrically compromised. The alarms did not resolve on their own and pump speed was not affected by the alarms. During the evaluation, the modular cable was functionally tested and did not pass testing due to driveline power faults being active when connected to a mock loop, confirming the reported event. The returned modular cable was then tested by measuring the resistance of the individual wires using a digital multimeter and the brown (power a) wire and the black (ground a) wire measured at a fluctuating elevated resistance, indicating conductor breakdown in the wire. All other wires passed without issue. The returned modular cable was then connected to the returned controller and immediately a driveline power fault was active. The pump speed was not affected by the alarm. The polyurethane jacket was then dissected to reveal that the brown and black wires were severed, and the internal conductors of the wires were exposed and touching one another, causing a driveline power fault to become active. The root cause of the reported event was determined to be severed underlying wires within the modular cable electrically shorting to one another, causing driveline power faults. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 7647528) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.